Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction did not involved a patient. The patient age, gender, and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device was returned and a defected component, crimped catheter tip, was identified. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device and one photo has been returned for evaluation. The evaluation confirmed for damaged defective catheter, device damaged prior to use, unsealed device packaging and melted. After further evaluation of the device and a photo, trending device code has been updated (2292z- damaged/defective catheter, 2284 - device damaged prior to use, 1444 - unsealed device packaging and 1385 - melted). The evaluation based upon the available information, a definitive root cause is unknown. The device was labeled for single use. H10: g4, h6 ( device code - 2292z- damaged/defective catheter, 2284 - device damaged prior to use, 1444 - unsealed device packaging and 1385 - melted). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction did not involved a patient. The patient age, gender, and weight were not provided.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction did not involved a patient with patient status unknown. The patient age, gender, and weight were not provided.